Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 10/2.75 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.